Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported they were in the hospital after passing out the day prior. The patient thought it was due to orthostatic and thought they got up too quickly. It was unknown if it was related to the device or therapy. It was noted the patient had lithotripsy, a CT scan, and 10 mg of ¿narco¿ the day prior. The patient allegedly had an overreaction to the ¿narco¿ and was ¿knocked on [their] rear.¿ it was also noted they would be doing tests. No further complications were reported.